Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The field service engineer (fse) replaced the common computer controller (ccc) to correct the reported issue. The system was tested and verified as ready to use. Isi did receive the product and performed failure analysis. Reviewed aperture and confirmed the issue did occur in the field system. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed on the known good in-house and tower monitor did not show full display. Performed bench testing on this unit and confirmed that unit is bricked. As a results of these findings, failure analysis was able to conclude that the tegra module is the root cause of the issue. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported when turning on the system, all the lights turn yellow and say self testing. Prior to calling caller power cycled system with no change. The onsite was not populating. The tse walked caller to provide the tower power button backlight flashing blue and robot and console power button backlight solid blue. The tse walked caller to power off system and disconnect both blue fiber cables from back of tower and power on tower in stand alone mode with no change. Both xi systems on site currently in use; surgeon going to speak with patient on how to proceed with case. There was no patient involvement.